Event description:
The customer originally reported that the device experienced multiple alarms. Another device was used to complete the procedure successfully. When the device was received for investigation on (B)(6) 2014, it was noted there was one broken and missing snap pin. The site was contacted regarding the missing snap pin. The site confirmed that the snap pin did not fall into the pt cavity. No injury reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.